Manufacturer narrative:
The device is not available for evaluation. The lot review was performed with no issues noted.

Event description:
The customer reported that spinning spiros was leaking fluorouracil. It was further described that the solution was prepared at the pharmacy and put in 10 ml syringe with the dose to be administered. When the nursing staff took out prepared dose at the patient's home, a leak was noticed. The patient received a lower dose than the guidelines in the treatment. There was patient involvement, but no adverse event, no harm and no need for medical intervention.